Event description:
It was reported that the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. The lens was removed with no pt injury, no incision enlargement or sutures. The reporter stated the cause of the torn lens was due to a loading error.

Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product found one haptic torn off and missing. The lens optic and the other haptic were torn. There was evidence of clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.